Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported sought treatment due to patient¿s blood glucose (bg) reached above 250mg/dl while wearing the pod between 24 and 36 hours. The patient experienced pain and upon removal the needle mechanism did not retract as intended. This indicates a needle mechanism failure. Despite good faith attempts to obtain further details, no additional information was provided.